Manufacturer narrative:
Complaint evaluation: the customer requested that a philips field service engineer (fse) be dispatched to the customer site. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to calibration. Customer resolution and conclusion: upon conclusion of the evaluation, the device was found to be fully functional with no replacement parts required, however, calibration was needed. The battery calibration was performed and the device passed all testing. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.

Event description:
It was reported to philips that the device would not detect battery during the functional test. There was no patient involvement.